Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to corroded keypad trace. The insulin pump had cracked display window corners, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report.